Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional out of range shock impedances of greater than 125 ohms were later noted. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient will continue to be monitored with no further action planned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited out of range shock impedances of greater than 125 ohms. It was noted that no noise was observed on the shock channel. Technical services (ts) discussed considering a 1.1 joule synchronized shock and possibly a maximum energy shock to test the system, and performing an x-ray. It was reported that upon review, the shock impedances had increased shortly after implant, then returned to normal ranges, then gradually increased again to out of range measurements. Ts discussed possible reasons for the high shock impedances. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought back in to their clinic and a 1.1 joule shock was delivered to test the system. This resulted in normal shock impedance measurements; therefore, the physician elected to continue monitoring the patient.

Event description:
Additional out of range shock impedances of greater than 125 ohms were later noted. No adverse patient effects were reported.